Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305922 batch number#: (B)(4). It was reported by customer that two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Verbatim#: rcc received a complaint via email. Email(s) attached. A complaint was received on (B)(6) 2024 from xx hospital reporting two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Xx hospital and yy hospital are associated institutions, but they confirmed that these are two separate reports of occluded needles.

Manufacturer narrative:
Pr 10290149 follow up for device evaluation. It was reported there are two occluded needles. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if, when applying lubricant to the needle, the lubricant induced the clogging. A device history record review was completed for provided material number 305922, lot 3024413. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 305922, batch number#: 3024413. It was reported by customer that two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Verbatim#: rcc received a complaint via email. Email(s) attached. A complaint was received on 22 apr 2024 from xx hospital reporting two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Xx hospital and yy hospital are associated institutions, but they confirmed that these are two separate reports of occluded needles.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are two occluded needles. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if, when applying lubricant to the needle, the lubricant induced the clogging. A device history record review was completed for provided material number 305922, lot 3024413. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. These initiatives include a new sensor, lubrication application dimension assessments and modifications, redefined preventative maintenance and process documentation updates. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 305922. Batch number#: 3024413. It was reported by customer that two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Rcc received a complaint via email. A complaint was received on 22 apr 2024 from xx hospital reporting two occluded 25 gauge needles. The customer reported using the filter straw to withdraw lidocaine. These needles were disposed of by the customer and will not be returned. Xx hospital and yy hospital are associated institutions, but they confirmed that these are two separate reports of occluded needles.